Event description:
The customer reported that when pressure is released from the sensor pad there is no alarm tone. The alarm was tested with a new sensor pad and it is working fine. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).